Manufacturer narrative:
(B)(6). Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that myocardial infarction occurred. In (B)(6) 2011, the patient presented due to unstable angina and cardiac catheterization was recommended which revealed a de-novo ostial lesion located in the proximal portion of the saphenous vein graft (svg) to right posterior descending artery (pda) with 90% ostial stenosis and was 20 mm long with a reference vessel diameter of 3.2 mm. The target lesion was treated with predilatation and placement of a 3.00x24mm promus element ¿ drug-eluting stent, with 15% residual stenosis. Eleven days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was diagnosed with non-st elevation myocardial infarction(nstemi).

Manufacturer narrative:
(B)(4).

Event description:
It has been determined that this is a duplicate of MDR ID: 2134265-2015-00665.